Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
Received info stating customer was unable to deliver a complete bolus due to a message on the pump indicating that it was locked. Reportedly, customer's blood glucose level was impacted.